Event description:
It was reported that during a da vinci-assisted pulmonary lobectomy surgical procedure, the customer observed that image rotated 180 degrees while using the 30-degree endoscope. The customer reseated the endoscope, but the issue persisted. The customer also informed that the base motion was not stiff and had no additional information. The procedure was completed with no reported injury. Intuitive surgical, inc. (Isi) followed up with the initial reporter and obtained the following additional information: it was unknown if the 30-degree endoscope was installed in an up or down orientation. The reporter confirmed the desired orientation when the endoscope was installed. No damage was observed on the endoscope's adapter/base. The endoscope was not manually rotated 180 degrees prior to the event. The endoscope and its adapter were not engaged or attached. The vision issue did not result in patient injury.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) has not received the instrument for evaluation. Although the complaint was not confirmed by failure analysis since the product was not returned, the information gathered indicates that the device may have contributed to the customer reported issue.